Event description:
It was reported that pump declared altitude alarm 21, but insulin delivery was not suspended at the time of the call and issue had occurred on a previous day. There was no adverse impact to the customer's blood glucose level. Customer received tips from technical support for preventing altitude alarms, understood the guidance, and was able to resume insulin using original cartridge without replacement.